Manufacturer narrative:
H6: the device has not been returned to ventec for an evaluation. Ventec's evp of engineering contacted the initial reporter to discuss the event and provide technical support. It was during this conversation that ventec determined that the patient circuit disconnect alarm's sensitivity setting had been set to 75-175 when it should have been set to 0-75. The initial reporter confirmed that the alarms worked properly at the correct setting. The vocsn clinical and technical manual advises the following [p. 116]: "the sensitivity toggle changes the threshold at which the patient circuit disconnect alarm activates. The 0-75 setting is intended for use with small and medium leaks, to ensure the alarm is sensitive enough to detect disconnects and most decannulations. The 75-175 setting desensitizes the alarm to reduce nuisance alarms when used with large leaks around the patient interface." "Precaution: always test the patient circuit disconnect alarm before use to verify it detects disconnects and/or decannulations with the specific patient conditions, patient interface, and vocsn settings." "Note: the patient circuit disconnect alarm may not activate with every disconnect condition. Ventec life systems recommends using the low minute volume, low inspiratory pressure, and apnea alarms in addition to the patient circuit disconnect alarm to ensure ventec one-circuit disconnections are detected." Following the conversation with ventec, the initial reporter requested additional training for their staff. Based on the information available, ventec has determined that the cause of the reported issue was user error.

Event description:
It was reported to ventec that the device did not provide a patient circuit disconnect alarm when the patient circuit became disconnected during use. The initial reporter advised that this was a "sentinel event" and that the patient, a juvenile, had been hospitalized following the reported event. No further details about the patient was provided. Ventec has made multiple attempts to contact the initial reporter in an effort to obtain additional information, but no response has been received.